Event description:
It was reported during follow up effective therapy has been established. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported that during the patients ipg replacement procedure the physician inadvertently cut the patient's lead. The cut lead remains implanted. Surgical intervention was undertaken were the lead was explanted and replaced.